Event description:
It was reported that while extracting the right ventricular (rv) lead, the right atrial (ra) lead became damaged. Subsequently, the physician opted to explant and replace the ra lead. No additional adverse patient effects were reported.